Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2512x pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The male patient was reported to be (B)(6) and weighed (B)(6).

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2512x pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The male patient was reported to be 57 years old and weighed 51 kgs.